Event description:
Customer reported that she was hospitalized for high blood glucose and dka. During troubleshooting customer's husband noticed that the pump was beeping and vibrating but none of the buttons would respond. Instructed to disconnect, return pump.